Event description:
The laboratory at medical center utilized the services of the laboratory under the direction of md for a test for the detection of hiv, specifically hiv-1 dna by pcr. Our physicians, including the infectious disease chair and the lab medical director have expressed grave concerns regarding results of this test on several of our pts. The pts are hiv positive, but the results of this test from lab was reported as "none detected for hiv-1 dna by pcr". While lab provided an explanation as to why or how this could be possible, we feel that these test results provided clinically unreliable info and were very misleading.